Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation and customer service attempting to follow up with the patient on this medial surveillance specialist behalf, customer service was unable to contact the patient. The patient reported the issue began on (B)(6) 2015 at 9am. The patient manages his/her diabetes with insulin (no-adjustments). The patient told the cca that he/she did make changes to his/her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their dose of medication (dose unknown). The patient claims she/he developed symptoms of ¿nausea and weakness¿ before the product issue occurred and 2.5 hours after the product issue. The patent alleged non hcp treatment with insulin on (B)(6) 2015 at 9.15am. At the time of trouble shooting, the cca confirmed there was misuse of the product by the patient, due to water damage. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.